Event description:
On (B)(6) 2012, at (B)(6), a blood leakage was found at the gas outlet on be-01970311-pls d with lot number 70074871 after 10 hours of use. The customer noted that the leakage was identified when the flow was increase on the rotaflow console from 3000 rotation to 5000 rotations per minute; the increase was due to the patient's pressure being weak. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas outlet. There was fiber leakage in the potting area of the oxygenator. Therefore, the blood went outside of the potting area and flowed out of the gas outlet. Additionally, the oxygenator was opened and 15 leaking fibers were identified. This was the result of insufficient connection to the potting area. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).